Event description:
It was reported that the pt had an inflammatory mass. The pt was hospitalized for an unk reason; the pt was due for a pump refill. The pump contained morphine. The reporter was not the managing hcp for the pump. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).